Manufacturer narrative:
The lot was manufactured from (B)(6) 2020 - (B)(6) 2020. The device was received for evaluation. Visual inspection was performed which observed a cut on a segment of the tubing near the flow restrictor. A functional leak test was performed which revealed a leak from the cut location. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to handling of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed between the luer adapter and administration tube of a large volume infusor. This was identified at the hospital during filling. There was no patient involvement. No additional information is available.